Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the ubc¿s display membrane being damaged and the ubc¿s display screen being dim were both confirmed, as these damages were observed upon arrival and after the unit had been powered on. The returned ubc was received at the european distribution center. The unit was functionally tested and was found to perform as intended despite the observed damages. The display pcb and display membrane were replaced with new components. Preventive maintenance was performed, and the serviced and repaired ubc was returned to the rental pool after passing all tests per procedure. The root causes of the reported events were unable to be conclusively determined through this analysis. Review of the device history record for the universal battery charger, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The unit was shipped to the customer on 31jul2012. The heartmate universal battery charger instructions for use (IFU) instructs users to not use a damaged ubc, and to obtain a replacement if necessary. Section 6.0 routine inspection and cleaning within the IFU instructs users to check the ubc for damage at least once per week. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there the display of the universal battery charger was burned-in.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a burn in the display of the universal battery charger.